Event description:
It was reported that a cuff miss occurred during attempted suture placement in the moderately calcified left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure using a proglide device. Another proglide device was used and the sutures were preplaced for closure. The arteriotomy was 7f. It is not known if the sheath was upsized for the aaa procedure. After the aaa procedure was completed, hemostasis was achieved with the preplaced sutures of the second proglide. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified artery: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.